Event description:
Rptr has had approx 100 respironics millenium concentrator failures in the field over the last 90 days. The majority of the failures have been identified as low oxygen percentage being delivered to pts. Oxygen percentage has varied between 70% to room air when analyzed via an oxygen analyzer. The problems have been identified when either pts have called the office reporting a loud hissing noise coming from the concentrators, or random checks have been done while delivering oxygen tanks or supplies to the pt. Rptr has not been notified of any significant pt problems other than an increased feeling of lethargy by the pt.